Event description:
The affiliate stated the customer reported false positive troponin I (access accutnl+3) results, for five patients, involving the unicel dxi 800 access immunoassay system. The customer stated the false positive results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 25 degrees celsius. The customer indicated quality control (qc) level 1 was out of specification high. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed the wash wheel and observed excessive amount of reaction vessel (rv) debris. The fse also noticed debris on the outer of the wash wheel and on the inner track. The fse cleaned the wash wheel, carousel track, and the mixer/gripper assemblies then verified alignments. Quality control (qc) recovered within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.